Event description:
Lactated ringers solution was ordered for administration. The nurse noted, "at the connection where (the) clip is placed into the IV pump (alaris) there (was) a leak that continued even when the IV tubing was clamped." According to the nurse "much of the fluid leaked onto the floor." The IV tubing was never connected to the patient.